Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient mother's reported that her 14-year-old son faced adhesive issues with 10-15 similar type of infusion sets between (B)(6) 2023 to (B)(6) 2023 used for 1-2 days, due to which he experienced high blood glucose level. Therefore, they tried to treat it with correction bolus via multiple daily injection, but on (B)(6) 2023, the patient went to the emergency room due to high blood glucose level. His highest blood glucose level was nearly 450 mg/dl at the time of the event and had small ketone level which the healthcare professional did not assessed as dangerous/life threatening. Moreover, the infusion set had been used for less than three days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. After staying for nearly 10 hours in the emergency room, on the same day ((B)(6) 2023) the patient was released from the hospital with no permanent damage.  No further information was available.